Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high impedance. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.